Event description:
A malfunction was reported by the customer, displaying malfunction code 9, but no notable events occurred prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset instructions, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to report back if the issue happens again.